Manufacturer narrative:
Unit received with constant pump error 38 during rewind due to corroded motor home switch. Unable to confirm prime anomaly due to pump error 38 and lock reservoir in place due to missing retainer. Unit received with scratched display window cover, minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that insulin pump had high blood glucose. The blood glucose at the time of the incident was 25 mmol/l. The customer was assisted with troubleshooting. The device will be returned for analysis.